Event description:
Additional information was received from a patient. It was reported that the patient received "what felt like a burn" on their head from a hair dryer at a beauty shop in september of this year. The patient began experiencing headaches soon after this event. The health care provider (hcp) started the patient on gabapentin on (B)(6) 2016 to help control the headache pain. A CT scan was ordered by the hcp on (B)(6) 2016, but resulted in no abnormalities. The headaches continued on until (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient has been experiencing headaches with a sharp shooting pain up and through their head as of (B)(6) 2016. It was inquired if the headaches could have been caused by the use of a hairdryer at a hairdresser which became hot, which is when the headaches started. The patient has called the healthcare provider (hcp) and was told to take tylenol. Further follow up with the hcp is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.